Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted and removed from an eye because it would not unfold. There was no reported patient harm. Additional information was requested.